Manufacturer narrative:
The rse advised the replacement of the motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part number to order and replace. At a later time, the customer replaced the mc pcba and central processing unit (cpu) pcba. The customer also inquired the software option codes for the cpu pcba to successfully install the cpu pcba. The customer replaced the mc pcba and cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the watchdog test failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the watchdog test failed. The error code was confirmed in the logs. The remote service engineer (rse) reviewed the suggest repairs. The customer informed the rse that they had heard a popping sound from the motor controller (mc) printed circuit board assembly (pcba). The rse advised the replacement of the mc pcba and provided the customer with the part number to order and replace. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 17sep2025, 24sep2025, and 01oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.